Event description:
Additional information was received on (B)(6) from a consumer. It was reported that that the patient's pump was turned down by the patient's pain management doctor in 2018. The patient's pump had been reportedly been empty since (B)(6) 2018 and had been alarming for 18 months. The consumer noted that they could not find a healthcare provider (hcp) to take care of the pump. No further complications were reported.

Manufacturer narrative:
A2: updated to reflect the patient's age at the time of the event b3: updated to reflect the information received on (B)(6) b5: updated to reflect the information received on (B)(6) g3: updated to reflect the information received on (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-apr-29. It was reported that with the pump being empty, the patient was deteriorating day by day. It was noted that the provider that used to manage the patient's pump seemed to know very little about pumps and told the patient it didn't work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included cocaine, methamphetamine, and alcohol use. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On 29-aug-2019 it was reported that the patient¿s pump reservoir had been empty since (B)(6) 2018. The pump motor had also stalled every month since (B)(6) 2019. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had been non-compliant with previous refill and follow-up appointments. The doctor¿s notes indicated that the patient had also been drinking alcohol and doing cocaine and meth. The diagnostics/troubleshooting performed was noted to be ¿pump was interrogated, and logs were read¿. The physician attempted to educate the patient about the risks of refilling the pump with the motor stalls and his recommendation was that it not be refilled after which the patient ¿swore and stormed out of the office¿. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was not resolved. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.